Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteroscopy procedure in the kidney and urinary bladder, performed on (B)(6) 2022. During the procedure, there was difficulty in advancing the stent. The stent was placed properly the target anatomy location, however, it was noticed under cystoscopy that the distal coil part of the stent was damaged. Another polaris ultra ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Medical device problem code a0501 captures the reportable event of coil detached or detachment of device inside the patient.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteroscopy procedure in the kidney, performed on (B)(6) 2022. During the procedure, there was difficulty in advancing the stent. The stent was placed properly the target anatomy location, however, it was noticed under cystoscopy that the distal coil part of the stent was torn. Another polaris ultra ureteral stent was opened and successfully completed the procedure. A photo of the complaint device was provided and showed the coil was ripped/torn. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a0414 captures the reportable event of stent torn material inside the patient. Block h11: block b5 has been updated and block h6 has been corrected.